Event description:
Device 1 of 4. Ref MFR reports #1627487-2013-12177, -12178, -12179. It was reported the pt wants the scs system explanted due to ineffective pain relief and the need for an MRI. The pt also reported over-stimulation over the right eyebrow (off-label use). The pt reports the stimulation has not helped in years. The sjm representative reprogrammed the pt reducing the over-stimulation. F/u is pending.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.